Manufacturer narrative:
The product identity was confirmed through the pictures. The design vendor conducted an investigation into the design of this case. They stated, ¿a web meeting was held on (B)(6) 2017 to discuss the complexity of this case and for future cases like this one. The surgeon is now more aware of the complexities in cases like these, so going forward he knows what to expect in the case planning and the operating room.¿ the complaint was confirmed as the surgeon did not use the left implant. The most-likely, underlying cause is determined to be planning and preparation for unique cases such as this. Future cases with complexities such as this will be discussed further in detail with the surgeon in order to better plan for the case and having the doctor know what to expect in the operating room. The instructions for use has precautions including, ¿the device is limited to surgeons who are adequately trained in the use of the device through hands-on and educational course work. In all cases sound medical practice is to be followed and the surgeon must select the type of device appropriate for treatment.¿

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The design vendor had a conference call with the surgeon, they stated "we believe the joints did not fit properly because this was a revision case of stock tmj prosthesis" (reported in 0001032347-2016-00625). "It is difficult to be fully accurate with the CT data that has scatter from the metal implants, also when the stock components are removed there may be differences in the bony anatomy from what we used for design."

Event description:
It was reported the implant did not fit and a stock joint was implanted. The custom joints did not properly fit the patient, forcing dr. (B)(6) to use a stock joint for the left side; he was able to use the right custom joint, though there was an increased time in surgery.